Manufacturer narrative:
(B)(4).

Event description:
Customer stated that during the closurefast ablation procedure an error message of broken device with a yellow warning symbol was presented at the second cycle of the last partial treatment length. The generator was rebooted and the closurefast device was removed and the procedure was considered by the physician to be complete. The treatment was discontinued as it was the last of the treatment cycles and one cycle had been completed on the segment. Hand compression was used on the gsv and the procedure concluded with the vein being closed after 5 treatments. An investigation was performed and the displaying error message during the procedure has been confirmed. The closurefast device had coil damage around the proximal end of the coil. The fep (fluorinated ethylene propylene) pet (polyethyl terephthalate) is burnt and the coil is exposed. The cause of error message was due to low impedance. This resulted in resistance fluctuating between high and low. The root cause of the burnt/damaged coil could not be determined. Possible contributing factors such as lesion morphology, ancillary device interaction and procedural technique could not be evaluated in this investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.